Event description:
While researching another incident involving gloves having holes or splits in them, I put on a pair of small gloves and the tip of the thumb was split. I retained the glove and pulled the box.